Event description:
During the servicing of this device, it was discovered the device powered up in diagnostic mode. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). During the servicing of this device, it was discovered the device powered up in diagnostic mode. There was no reported pt involvement. The device was evaluated. The issue was insolated to the bezel assembly. The bezel assembly was replaced to resolve the issue. The device then passed all verification testing and remains at the customer site for use. This was a malfunction of the bezel assembly. Replacement of the bezel assembly resolved the issue.